Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed and was noted to be undersensing. The lead remains in use and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead exhibited variable sensing, and periodic high/unstable thresholds since implant. The lead was noted to have lost slack. The lead was revised and remains in use.